Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was stable post procedure.